Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Technical support guided the customer through resetting the pump, and following the reset, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.